Manufacturer narrative:
Only the distal portion of the lead was returned in one piece. Visual examination found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture tie impressions consistent with friction the device can. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zone.

Event description:
It was reported that right atrial (ra) lead exhibited high thresholds. The lead was explanted and replaced. The patient is in stable condition.